Event description:
It was reported that the unit was sent for repair. It was not noted if the issue occurred during a procedure. No pt consequence reported. No further info is available.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. The customer's complaint has been confirmed. Based upon the inquiry info received, visual and functional examination, the unit was found to require, rotational and translational cables replaced, fastening material exchanged, and the underhousing was replaced. The database was reviewed and no prior servicing history was found, therefore, no service history was review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.